Event description:
I had a tvt sling and essure placed at the same time under general anesthesia. I have electrical stimulation throughout hands, fingers, feet, toes. I have burning in my lower back, sharp pain shooting down from my lower back down my leg. Extremely fatigued all the time, hair is falling out, and I have pelvic pain and cramping.